Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated ¿alert 38¿ motor stall alarms, including a consecutive stalled motor condition, and one occlusion alert during a first meal announcement; tubing appeared intact with drops observed, blood glucose was 146 mg/dl, and a replacement ilet was provided. Symptoms included no adverse clinical effects. Outcomes included no functional impairment, no required medical intervention, and normal daily activities. Investigation included a review of device performance, evaluation of device history and complaint data, and logistics tracking of the returned unit. Investigation of this case revealed a suspected pump motor stall consistent with a drive mechanism malfunction within the infusion delivery system. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the pump motor assembly.